Event description:
¿Placed product thru trocar and opened it, and no bag came out, only the two prongs. Product removed from patient and from field and new product opened and utilized complete.¿

Manufacturer narrative:
This incident was not reported to applied medical. We located this report on a maude report website; however, the maude report did not contain the hospital name hence we could not request more info or the return of the event sample for our investigation. A device history report of the incident will be conducted and a follow up report will be sent upon completion of the eval. In accordance to 21 cfr 803.56. If we obtain add¿l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.